Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would periodicity lose the info for host names and bed names. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) would periodicity lose the info for host names and bed names. It was first noticed the issue on august 22, 2025, but they would then re-enter the information and the unit would work until it loses that information again and needed to be re-entered. No patient harm was reported. Investigation summary: evaluation of the returned unit confirmed the reported behavior, including intermittent loss of hostname and bed name information and a network error message during boot. Inspection found no physical damage. The issue was attributed to degraded hard drives and/or corrupted software. Corrective action included re-imaging both hard drives, restoring the system software, and verifying full functionality through extended testing in accordance with service and operator manuals. The unit subsequently passed all functional checks. The root cause is degraded hard drives and corrupted software. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/25/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/29/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 09/30/2025 emailed the bme for all information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would periodicity lose the info for host names and bed names. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) would periodicity lose the info for host names and bed names. It was first noticed the issue on (B)(6) 2025, but they would then re-enter the information and the unit would work until it loses that information again and needed to be re-entered. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received.